Manufacturer narrative:
Evaluation anticipated, but not yet begun. The device has not been returned to the manufacturer.

Event description:
The roller pump stopped during the priming of the extracororeal tubing circuit. Manipulation of the pump power/control cable restored normal function. The pump was replaced with an alternate pump and the surgical procedure was completed without adverse consequences to the patient.